Event description:
It was reported that the patient was experiencing bradycardia. The device exhibited under-sensing p-wave and post-paced t-wave over-sensing. Programming changes were made. The patient was stable during the event and post-event.